Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high impedance. The lv impedances returned to a normal range when the cardiac resynchronization therapy defibrillator (crt-d) header was cleaned and the lv lead was re-seated. The day after implant, the lv lead exhibited high, undefined impedance on any lv vector that involved electrode one. The lv lead and the crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.